Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and during troubleshooting unit failed patient interface module leak test twice in a row. The fse replaced pim (0997-00-1178) and ran follow-up tests, all passed without issue. Performed complete functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer.

Event description:
It was reported that the cardiosave intra aortic balloon pump had received numerous "gas loss in iab circuit" alarms while on patient. Pump was swapped with another unit, and with same catheter, operated without issue and is still on patient. No patient harm reported as a result of the gas loss alarms or pump swap.